Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area an open wound from the lifevest rubbing an incision from a previous procedure causing the incision to bleed. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to remove the lifevest temporarily and place gauze on the area for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.